Manufacturer narrative:
Method: film.

Manufacturer narrative:
(B)(4). Evaluation, results: inherent risk of procedure (occlusion); (unknown cause of event). Conclusion: (unknown cause of event); known inherent risk of a procedure (occlusion).

Event description:
An endurant stent graft system was implanted in a patient for the endovascular treatment of an abdominal aortic aneurysm. Aneurysm and vessel morphology were not reported. The physician does not feel that it is stent graft related. It was reported that on an unknown date, during a routine follow up scan, the physician observed thrombus forming in the limb. No clinical sequelae were reported and the patient is fine.

Event description:
Film review analysis: angio images at implant showed that the bifurcate was implanted via the right side, landing just below the lowest left renal, and an extension was placed distal to the ipsi limb into the right iliac. The contra limb and extension were placed into the left iliac. Other than a possible type IV endoleak, no stent graft issues were seen. The limbs appeared relatively straight per the angio images, and no obvious distal flow runoff issues were observed. Cta 3 -days post-implant showed a likely type ii endoleak (1 or 2 lumbars). No stent graft occlusion was observed. The max aaa diameter was 6.4cm, and an air bubble was seen in the anterior aaa sac. The distal end of the contra limb extension was moderately angulated. Cta 1-month post-implant showed a likely type ii endoleak (1 or 2 lumbars). No stent graft occlusion was observed. The max aaa diameter was 6.8cm, and the previously observed air bubble was not seen in the sac. Cta 7-months post-implant showed that the previously seen type ii endoleak had resolved. A sight amount of thrombus was seen in the right iliac limbs. The max aaa diameter was 6.0cm. Distal to the stent graft no thrombus was seen. Cta 1-year post-implant showed a slight increase in the amount of thrombus within the right iliac limbs, compared to previous study. A small amount of thrombus was also seen within the left/contra gate. The max aaa diameter was 5.0cm. Distal to the stent graft no thrombus was seen. The cause of the localized stent graft thrombus, which appears to be increasing over time, could not be determined.